Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was 1 - patient alert for rv. Pace lead impedance =1504 ohms on (B)(4) 2010. Weekly pace lead trend data shows high impedance for min and max v. Pace= 6848 to 10688 ohms range between (B)(4) 2011 and (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the sensing/pacing right ventricular (rv) lead impedance had been continuously increasing. The pace/sense portion of the lead was replaced. No patient complications have been reported as a result of this event.